Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed 1 unit left in the cartridge; however, after the cartridge was changed, contact was able to remove 95 units of insulin. Pump data was reviewed and cause of event could not be determined. Upon follow up, contact reported pump was functioning properly. There was no reported impact to customer's blood glucose.